Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after updating the software the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a posterior spine case, when going to take the post op spin, the anterior posterior (ap) and lateral shots were acquired just fine. However, the spin stopped halfway through and gave an error stating that the spin was ended prematurely. The system was rebooted and it was tried again with both the hand switch and foot switch, but with no resolution. The surgeon decided to just use the ap and alter scout shots to confirm screw placement. This had no patient impact and caused a 30 min delay. The x-ray batteries were fully charged.